Event description:
The patient presented to the emergency room. The patient had a regular sinus rhythm with complete heart block and frequent pvc's. No p-waves were sensed by the device and there was no atrial capture. A telemetry strip also showed intermittent loss of ventricular sensing and capture although the programmer showed a capture threshold of 2.0 v, 0.4 ms and consistent ventricular capture and sensing of pvc's. The device was programmed to vvir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received